Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered.

Event description:
It was reported that the gel in the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube did not separate properly after being centrifuged for "3 minutes" at "4500 rpm", settling at the top of the tube while the cells and plasma remained at the bottom. The tube was spun a second time at "3000 rpm" for "10" minutes, but the outcome was the same. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both were respun and both patients had to be stuck again. This had not been an issue in the past, but we are concerned about an overall quality issue. The last issue passed on to you concerned the gold tops that did not have gel. It is easy to recognize a gold top that contains no gel." "Spoke with the customer and the issue was not that there was an improper amount of gel in the pst tube, but the issue is the position of the gel after centrifugation. He had the tech in the lab come to the phone. The tubes are spun at 4500 rpm for 3 minutes when they arrive in the lab from the ER. He was certain that the 2nd tube came from the ER, and not absolutely sure where the 1st tube came from. The gel was on the top, and then the cells, and the plasma at the bottom of the tube. They re-spun the tubes at 3000 rpm for 10 minutes, and the tubes looked the same."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel in the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube did not separate properly after being centrifuged for "3 minutes" at "4500 rpm", settling at the top of the tube while the cells and plasma remained at the bottom. The tube was spun a second time at "3000 rpm" for "10" minutes, but the outcome was the same. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "both were respun and both patients had to be stuck again. This had not been an issue in the past, but we are concerned about an overall quality issue. The last issue passed on to you concerned the gold tops that did not have gel. It is easy to recognize a gold top that contains no gel." "Spoke with the customer and the issue was not that there was an improper amount of gel in the pst tube, but the issue is the position of the gel after centrifugation. He had the tech in the lab come to the phone. The tubes are spun at 4500 rpm for 3 minutes when they arrive in the lab from the ER. He was certain that the 2nd tube came from the ER, and not absolutely sure where the 1st tube came from. The gel was on the top, and then the cells, and the plasma at the bottom of the tube. They re-spun the tubes at 3000 rpm for 10 minutes, and the tubes looked the same."